Manufacturer narrative:
Concomitant products: product ID: 377860m lot# v002829, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v003646, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v003646, implanted: (B)(6) 2006, product type: lead. Product ID: 377860, lot# v002829, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that she had gone to the emergency room (ER) twice and they told her that she either has an infection, a migrated lead, or her body was rejecting it. The consumer stated that they did nothing and sent her home both times. It was noted that the consumer did not have insurance and the previous managing physician would not see her. The consumer was approved for medical assistance through a hospital but specialty clinics were not required to accept that insurance; it was at the doctor's discretion. The consumer's skin felt tender, sore, and pinched. She had woken up in the middle of the night feeling raw, sore, chills, and body aches. The consumer had no fever. She stated that she had an autoimmune disorder that could also cause these issues. The consumer took ibuprofen because when she woke up it was red and swollen. It was noted that she had gotten no treatment from the ER essentially. The next morning after going to the ER the area from her implantable neurostimulator to the lead in her spine was inflamed, swollen, and sore. The ER would not examine her or treat it, and they told her to call her health care provider. It was noted that the consumer had worked something out with her managing physician before to see her, but now he would not see her. The consumer felt that the manufacturer should mandate physicians to see patients regardless of insurance situation because they are the ones who put it in and are responsible for it. The consumer stated that the device should work for nine years without issues. She also felt that the manufacturer should be responsible for this. The issue occurred during use. No further outcome, interventions, diagnostics, or troubleshooting was available. Follow-up was done to obtain this information; if additional information is received a supplemental report will be sent. The consumer&#38112;indication for use was noted to be failed back surgery syndrome.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 377860, lot# v002829, implanted: (B)(6) 2006, product type: lead; product ID 377860, lot# v003646, implanted: (B)(6) 2006, product type: lead; product ID 377860, lot# v003646, implanted: (B)(6) 2006, product type: lead; product ID 377860, lot# v002829, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient has a problem where they noticed a lump in their back where the leads were inserted a couple years prior to the report. The patient stated it became very sore and painful, the lump developed, it was discolored and they had to go to the ER. The patient said they checked for infection, if the leads had migrated and they checked to see if it was rejection because they have an autoimmune disease so their immune system does not function normally. The patient said that the doctor who put the ins in would not have anything to do with it and they had lost their insurance at that time.